Manufacturer narrative:
(B)(4). Carefusion was unable to duplicate the reset issue during bench testing, however a review of the event trace revealed multiple ¿ln vent1¿ conditions. The ventilator passed 72 hour extended run in test's at the customer¿s settings. The ventilator passed the ltv final test, which includes many ventilation and alarm functions. Carefusion replaced the main board to address the reported issue.

Event description:
It was reported by the customer that the unit had a constant "reset" alarm. While in service, a review of the even trace revealed several "ln vent1" alarms. This reported issue was discovered while in service, therefore there was no patient involvement associated with this reportable event.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.